Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The reported patient effect of dissection, as listed in the xience prime everolimus eluting coronary stent system instructions for use (IFU) is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Event description:
It was reported that using a femoral artery access approach during a procedure of the moderately calcified, mildly tortuous, de novo mid circumflex artery after predilatation with a 2.0 x 15 mm balloon dilatation catheter the 2.75 x 38 mm xience prime stent was deployed at the lesion; however, a proximal stent edge dissection was noted. A second xience stent was used as treatment. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.